Event description:
It was reported during contrast injection, the catheter ruptured at the distal section with part of the catheter was left in the pt. Upon removing the broken segment with a snare, the vessel ruptured. No pt injury reported.

Manufacturer narrative:
The proximal section of the catheter was returned for eval with approx 17.7 cm of the distal segment missing. The separation site has the appearance of expanded circumferential dilatation consistent with bursts that may occur during angiographic injections. Catheter separation.